Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events, 1 event was reported for this quarter. Product return status, 1 device was evaluated based on historical data analysis. Evaluation findings (results/components), 1 device: degradation problem identified, wear problem, lubrication problem identified, no device problem found, deformation problem, overheating problem identified / part/component/sub-assembly term not applicable. Product disposition, 1 device: scrapped by stryker. Additional information, 1 device was not labeled for single-use, 1 device was not reprocessed or reused.

Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between july 1 ¿ september 30, 2025. This report summarizes 1 event for the failures: fracture; overheating of device - 1 event had no health consequences or impact.